Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between the ipg and external devices. The patient's programmer also reflects a communication error. The patient stated she last recharged the device 15 days ago and last had stimulation around that time. The patient normally recharges the ipg once a week. A company representative met with the patient and was also unable to communicate with the patient's ipg using other external devices. Subsequently, the patient may undergo surgical intervention to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model.